Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that patient was injected in the marionettes with 1ml juvéderm® volbella¿ with lidocaine. One week later, patient was injected in the lips with 1ml juvéderm® volbella¿ with lidocaine and 0.3 ml juvéderm® ultra smile. Approximately six months later, patient received first dose of moderna covid-19 vaccine. One day later, patient developed inflammation and hardening in the right lower lip. Patient was prescribed tapering dose of prednisone 30mg for six days with no improvement. Patient was then prescribed zamene® 30mg for 2 weeks and bilaxten® for one week and symptoms worsened and spread beyond the injection sites. Patient visited hospital and was treated with urbason®. Approximately one month after symptoms developed, hcp examined and the area was still very inflamed and looked like (B)(6). Patient prescribed acyclovir. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03045 (allergan complaint # pr 2400333). This MDR is being submitted for the 2nd injection of the suspect product, juvéderm® volbella¿ with lidocaine.

Event description:
Additionally, the health professional reported that the events have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of herpes simplex is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in the marionettes with 1ml juvéderm® volbella¿ with lidocaine. One week later, patient was injected in the lips with 1ml juvéderm® volbella¿ with lidocaine and 0.3 ml juvéderm® ultra smile. Approximately six months later, patient received first dose of moderna covid-19 vaccine. One day later, patient developed inflammation and hardening in the right lower lip. Patient was prescribed tapering dose of prednisone 30mg for six days with no improvement. Patient was then prescribed zamene® 30mg for 2 weeks and bilaxten® for one week and symptoms worsened and spread beyond the injection sites. Patient visited hospital and was treated with urbason®. Approximately one month after symptoms developed, hcp examined and the area was still very inflamed and looked like herpes. Patient prescribed acyclovir. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03045 (allergan complaint # pr (B)(4)). This MDR is being submitted for the 2nd injection of the suspect product, juvéderm® volbella¿ with lidocaine.